Event description:
The olympus representative reported (on behalf of the customer) that the evis exera iii xenon light source was inspected before use and the light source failed to light and error code e103 (communication error) was received. The issue was found during preparation for use, and the diagnostic procedure (ear, nose and throat endoscopy) was completed with the same device. The was a delay in the procedure which was not more than 15 minutes. There were no reports of patient harm. Associated patient identifier: (B)(4).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer noted that the light had to be lit several times to start normally, and finally then it could be lit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.